Manufacturer narrative:
Maquet territory manager indicated that the hospital maintain their pump internally and did not need a check up of the pump. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp "could not get an ECG signal to pump". The patient was switched to another iabp and therapy was continued. No patient injury was reported.